Event description:
It was reported that thrombus (possible), infection and death occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was successfully implanted. It was noted that the patient was quite unwell prior to the laac procedure, due to multiple gastrointestinal (gi) bleeds and ongoing blood transfusions. The procedure was performed in an attempt to get the patient off oral anticoagulants which were causing the gi bleeds. At the time of the procedure, the patient had been taking aspirin and clopidogrel and was still experiencing bleeding. The blood transfusions continued for a week or two after the procedure. At an unspecified time after that, they coiled the bowel and the patient then presented with ischemic gut which lead to an open laparotomy and then a bowel resection and consequently a stoma. However, high output fluid then lead to renal failure which they managed to get under control before more gi bleeding. The patient was then diagnosed with sepsis for over a week. The patient developed symptoms of nausea, abdominal pain and vomiting. On (B)(6) 2018, transthoracic echocardiogram (tte) showed vegetation, or bacterial growth or thrombus on the mitral annulus/watchman device. It was not conclusive that it was actually on the watchman device, but it was probable and there were multiple positive blood cultures. It was noted that a previous tte on (B)(6) 2018 did not show any issues and the patient was too unwell for transesophageal echocardiogram (tee). The first positive blood cultures for staph epidermidis were taken on (B)(6) 2018; >10 subsequent positive blood cultures. This was likely secondary to bacteria introduction from recurrent intravenous access for treatment of multiple acute medical issues. The patient was treated with maximal antibiotic therapy, but despite this the lesion progressed. The patient passed away(B)(6) 2018. The cause of death was listed as sepsis and gastrointestinal ischaemia due to embolisation from vegetation. It was noted that the physicians involved do not believe the death is related to watchman.